Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), alopecia ("hair loss"), amenorrhoea ("lack of menstrual cycle"), mood swings ("mood swings") and acne ("acne") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, psychological trauma, hormone level abnormal, weight increased, alopecia, amenorrhoea, mood swings and acne outcome was unknown. The reporter considered acne, alopecia, amenorrhoea, dysmenorrhoea, genital haemorrhage, hormone level abnormal, mood swings, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from the deletion case was transferred to retention case (B)(4). Reporter added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('general abnormal bleeding'). In an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), alopecia ("hair loss"), amenorrhoea ("lack of menstrual cycle"), mood swings ("mood swings") and acne ("acne"). And was found to have hormone level abnormal ("hormonal changes"). And weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, psychological trauma, hormone level abnormal, weight increased, alopecia, amenorrhoea, mood swings and acne outcome was unknown. The reporter considered acne, alopecia, amenorrhoea, dysmenorrhoea, genital haemorrhage, hormone level abnormal, mood swings, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), psychological trauma ("psych injury"), alopecia ("hair loss"), amenorrhoea ("lack of menstrual cycle"), mood swings ("mood swings") and acne ("acne") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, psychological trauma, hormone level abnormal, weight increased, alopecia, amenorrhoea, mood swings and acne outcome was unknown. The reporter considered acne, alopecia, amenorrhoea, dysmenorrhoea, genital haemorrhage, hormone level abnormal, mood swings, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received: case became serious incident. Essure removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.